Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain chronic pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's medical history included multigravida (total number of pregnancies: 5), parity 4 ((B)(6) 2006, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013)), body mass index normal and ovarian cancer. Concurrent conditions included irregular periods, congenital ectodermal dysplasia, vaginitis, vulvovaginitis, depressive disorder, morbid obesity and generalized anxiety disorder. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 24 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterovaginal prolapse ("uterine descensus"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), depression ("hormonal changes describe: depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, alopecia, uterovaginal prolapse, vaginal discharge, dyspareunia, dysmenorrhoea and ovarian cyst had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 145 lbs. 1 st device loaded through operating channel of hysteroscope, and inserted into the r tubal ostia. Trailing coils in uterus: 2. 2nd device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,depression, uterine descensus ,ovarian cysts, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain chronic pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included multigravida (total number of pregnancies: 5), parity 4 (B)(6)2006, (B)(6)2009, (B)(6)2011, (B)(6)2013)), body mass index normal and ovarian cancer. Concurrent conditions included irregular periods, congenital ectodermal dysplasia, vaginitis, vulvovaginitis, depressive disorder, morbid obesity and generalized anxiety disorder. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 24 days after insertion of essure. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterovaginal prolapse ("uterine descensus"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced depression ("hormonal changes describe: depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems") and visual impairment ("vision/eye problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, alopecia, uterovaginal prolapse, vaginal discharge, dyspareunia, dysmenorrhoea and ovarian cyst had not resolved and the pregnancy with contraceptive device, abortion spontaneous and visual impairment outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 145 lbs 1 st device loaded through operating channel of hysteroscope, and inserted into the r tubal ostia. Trailing coils in uterus: 2 2nd device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 2 she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,depression, uterine descensus ,ovarian cysts ,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs received. Event "vision/eye problems" added from pfs. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain chronic pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included multigravida (total number of pregnancies: 5), parity 4 (((B)(6) 2006, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013)), body mass index normal and ovarian cancer. Concurrent conditions included irregular periods, congenital ectodermal dysplasia, vaginitis, vulvovaginitis, depressive disorder, morbid obesity and generalized anxiety disorder. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 24 days after insertion of essure. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterovaginal prolapse ("uterine descensus"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced depression ("hormonal changes describe: depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems") and visual impairment ("vision/eye problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, alopecia, uterovaginal prolapse, vaginal discharge, dyspareunia, dysmenorrhoea and ovarian cyst had not resolved and the pregnancy with contraceptive device, abortion spontaneous and visual impairment outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 145 lbs 1 st device loaded through operating channel of hysteroscope, and inserted into the r tubal ostia. Trailing coils in uterus: 2. 2nd device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 2. She did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,depression, uterine descensus ,ovarian cysts ,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2020: this case is deleted from bayer database as this case found to be duplicate of case : (B)(4). All the information such as :references, reporters , medical history and all the events has been transferred from this case to retention case (B)(4) . Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain chronic pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's medical history included gravida (B)(6) (total number of pregnancies: (B)(6)), parity (B)(6) (((B)(6) 2006, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013)), body mass index normal and ovarian cancer. Concurrent conditions included irregular periods, congenital ectodermal dysplasia, vaginitis, vulvovaginitis, depressive disorder, morbid obesity and generalized anxiety disorder. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 24 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterovaginal prolapse ("uterine descensus"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), depression ("hormonal changes describe: depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, alopecia, uterovaginal prolapse, vaginal discharge, dyspareunia, dysmenorrhoea and ovarian cyst had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida (B)(6), para (B)(6). Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). 1st device loaded through operating channel of "hysterscope", and inserted into the r tubal ostia. Trailing coils in uterus: 2. 2nd device loaded through operating channel of hysterscope, and inserted into the l tubal ostia. Trailing coils in uterus: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, uterine descensus, ovarian cysts, vaginal bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.